Manufacturer narrative:
Medtronic rep tested system and instruments and everything was accurate. This was determined to be user error and not an issue with the synergy spine software application. There was no negative impact to the pt outcome.

Event description:
Site called in to report that the surgeon was inaccurate laterally while navigating with the stealthstation s7 system. Surgeon continued navigation for completion of spine surgery. Surgery completed with no impact to pt's outcome reported.